Event description:
It was reported that the physician observed high impedance and the patient was being referred for surgery to address the issue. During surgery, the new generator was attached to the existing lead and the high impedance resolved. Diagnostics with the new generator were within the acceptable range. The surgeon then determined that the cause of the high impedance was a disconnection between the lead and the generator. It was reported that the explanting facility will not allow for explanted products to be returned to the manufacture. Therefore product return and subsequent product analysis of the generator are not expected to be completed.